Event description:
Poor wound healing. This case is from health authority. The patient underwent surgery for lumbar disc herniation. Due to severe bleeding in the surgical area, the doctor used absorbable hemostatic gauze, and the surgery went smoothly. On the (B)(6) day after surgery, the patient was hospitalized due to pain and discomfort in the right lower limb. Diagnosed as postoperative hematoma formation in the lumbar spine, the patient underwent surgery and was discharged after recovery. The patient underwent surgery for lumbar disc herniation. During the surgery, the bleeding was severe in the operation area. Absorbable hemostat was used. The surgery went smoothly. On (B)(6) 2024 the patient was hospitalized for right lower extremity pain and discomfort. The patient was diagnosed with hematoma formation after lumbar surgery, underwent hematoma debridement, and was recovered and discharged. Concomitant use of plasmablade + surgicel. The patient's postoperative low back and leg pain was aggravated, and MRI showed mixed signals in the surgical area and hematoma formation. Onset day for the symptoms after first surgery: 9 days after the first operation.